Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8302857) became impeded in y connector and could not advance anymore nor be pushed into the unspecified microcatheter (mc). The physician retracted the stent and it was found that the stent was kinked/bent. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 06-jun-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. Other unspecified devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no excessive force used with the devices. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8302857) became impeded in y connector and could not advance anymore nor be pushed into the unspecified microcatheter (mc). The physician retracted the stent and it was found that the stent was kinked/bent. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 06-jun-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. Other unspecified devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no excessive force used with the devices. There were no procedural delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the detached stent was returned for evaluation. The stent component was inspected under a microscope and, no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. It was also noted that an unknown orbit galaxy coil is tangled with the stent. The issue regarding a stent being impeded in the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that it was forcibly advanced, based on this the issue regarding a stent being kinked cannot be confirmed. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8302857. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.